Manufacturer narrative:
Continuation of d10: arctic front catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, an error message was received stating that the system detected a compromised balloon indicating there was an outer vacuum leak when the balloon catheter was connected to the console for a test ablation. The electrical umbilical cable, coaxial umbilical cable and balloon catheter were replaced and the issue remained. The balloon catheter was replaced again which resolved the issue. When the balloon catheter was replaced the second time, a slight deformation was observed in the mapping catheter. The physician decided to replace the mapping catheter due to concern that the mapping catheter might kink during usage. The mapping catheter was replaced which resolved the issue. It was further reported that the tip ring section of the mapping catheter was bent. The case was completed with cryo. No patient complications have been reported as a result of this event.